Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented at a clinic for follow up. It was noted upon interrogation that there was noise on the atrial lead resulting in inappropriate mode switches that could not be programmed around. No interventions were made. The patient was stable.

Event description:
New information received notes that during a routine interrogation, occasional brief mode switches occurred as a result of sensing atrial lead noise. Programming changes were made. The patient was stable before, during, and after the changes. The patient will be monitored.